Manufacturer narrative:
On (B)(6)2020, biosense webster inc. Received additional information about the patient and the event it was reported the patient was a female that had persistent atrial fibrillation. This was not the first ablation performed on the patient. Physician was performing multiple posterior wall ablations as is his traditional workflow for persistent afib patients. A temperature probe was used for the esophagus. Per clinical specialist, the physician is very cautious for any temperature rise. The ablation was performed in april of this year. There were no unusual findings during the ablation to the clinical specialist¿s recollection. Reportedly the patient presented with a gi bleed and later suffered a stroke. Patient expired secondary to atrioesophageal fistula (aef). Aef is a known but rare complication of af ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Event day reported as unknown. Event month: june, event year: 2020, date of death reported as unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). MFR # 2029046-2020-00797 for product code m490007 (smartablate¿ system rf generator (us)).

Event description:
It was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) and suffered atrioesophageal fistula requiring unknown intervention and death. It was reported that the patient suffered an atrio-esophageal fistula related to an afib ablation procedure in (B)(6) 2020. The fistula was confirmed based on gi bleeding and stroke. The patient expired. Caller does not know when the issue was discovered or the date of death. The event was discovered post-use of biosense webster products. In physician¿s opinion, the cause of this adverse event was excessive ablation on the posterior wall. The smartablate¿ system rf generator (us) was in power control mode: 35-40 watts. There were no error messages displayed on biosense webster equipment. Esophageal probe was used to prevent esophageal injury. The carto® 3 system did not indicate to re-zero the catheter. Graph, dashboard, vector and visitag surpoint modules were used for force visualization. The visitag module was used with the following parameters for stability, range: 1.5mm, time 3 seconds, 25% force over time of (fot) and tag size of 3 grams with no additional filters. Tag index was used as color option.